Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. It was unknown how much insulin had been delivered as the event had occurred in the past. Additionally, cold insulin was being used in the cartridge. There was no impact to the customer's blood glucose level. The customer conformed that a new cartridge would be loaded.